Event description:
During surgery, the driver would not hold the screws anymore. There was another driver available for the surgeon to continue. There was minimal surgical delay. The malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the patient.